Event description:
It was reported that during a da vinci hysterectomy procedure, the cable on the large needle driver instrument broke. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.

Manufacturer narrative:
The large needle driver instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the instrument grip cable to be broken at the distal idler. The idler pulley spun freely and was ot damaged. The cable segment stuck out at the instrument wrist. The other cables at wrist were not damaged. Failure analysis investigation also found mechanical indentations at the edge of the instrument distal pulley and visible scratches on the surface of the pulley. No other damage was found. It was concluded that the indentations at the end of the pulley was may be due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.